Manufacturer narrative:
B3: date estimated the device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement".

Manufacturer narrative:
The additional patient effect of death mentioned in the article is captured under a separate mewatch report. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article title "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement".

Event description:
It was reported through a research article identifying prostar devices that were related to the following outcomes: failure to achieve hemostasis which may result in: major bleeding complications, stroke, decreased hemoglobin, extended hospitalization and additional medical intervention. Specific patient information is documented as unknown. Details are listed in the article: "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement".